Event description:
An endurant abdominal stent graft system was implanted in a patient for the emergent endovascular treatment of a contained ruptured abdominal aortic aneurysm approximately one month ago. The patient had a totally occluded right common iliac artery and external iliac artery. The endurant bifurcated stent graft was implanted at the level of the renal artery through the left side. It was reported that the delivery system was advanced with some difficulty but was successfully implanted without incident. An 18 fr sheath was attempted to be inserted to pre-dilate the artery prior to the advancement of a talent converter; however, the sheath would not advance through the left external iliac artery. The physician dilated the left common and external iliac arteries with an 8 mm balloon, but the talent converter would not advance through the external iliac artery and it was removed without difficulty. The 18 fr sheath was then advanced up into the body of the endurant graft and a second lunderquist wire was inserted in order to be used as a buddy wire to straighten out the severely tortuous external iliac artery. The sheath was removed and the talent converter was attempted again but it would not advance past the external iliac artery. While the talent converter was still in the patient, the second lunderquist wire was retracted and the external iliac artery was noted to have perforated. Because the device was occlusive, there was not much bleeding. The incision was extended up to the common iliac artery to gain control of the vessel. Once control was gained, the talent converter was removed. There was a large bend/kink in the device upon removal. An angiogram showed that the endurant graft was in place, but had thrombosed up to just above the flow divider. After several attempts to remove the thrombus, it was determined that the patient had some unknown thrombogenic issue and that attempting to place another talent converter into the endurant graft would not be prudent for fear of it thrombosing while performing the necessary fem-fem bypass. The decision was made to perform an open aorto-bifemoral procedure at that time. No additional clinical sequelae were reported. (B)(6).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (arterial dissection); patient's condition affected effectiveness of device (pre-operatively ruptured aneurysm, severely tortuous iliac arteries, thrombogenic complications); related to another drug/device (wire may have resulted in the perforation); incorrect technique/procedure (device used for treatment of a patient with a pre-operatively ruptured aneurysm). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (pre-operatively ruptured aneurysm, severely tortuous iliac arteries, thrombogenic complications); another device caused failure (wire may have resulted in the perforation); operational context contributed to event (device used for treatment of a patient with a pre-operatively ruptured aneurysm).